Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately six months after implantation of a vena cava filter, detached filter limbs were discovered in the patient's heart. Surgical intervention was performed to remove the detached filter limbs. The current status of the patient is unknown.